Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. Patient continued to experience recurrent symptomatic enterocele and on (B)(6) 2009 abdominal sacral colpopexy with mesh was implanted. Patient experienced mesh erosion, dyspareunia and bowel incontinence. Mesh was removed on (B)(6) 2011.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-02727. The same patient is represented in each medwatch.